Manufacturer narrative:
D: per a review of the complaint file, corrected the device from introducer to impella cp pump. Corrected the brand name, common name, pro-code, serial number, catalog number, UDI, and expiration date. H4: corrected the manufacturer date.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp was inserted via right femoral artery in a 74 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were peripheral artery disease and peripheral vascular disease, with calcification. The patient¿s clinical state prior to initiation of support was scai stage d. During the coronary angioplasty procedure, the cp was placed emergently in a bailout scenario into a known calcified vessel. Hemostasis was initially seen until the sheath was switched for the repositioning sheath. Once the repositioning sheath was advanced, a large hematoma formed at the right groin. Manual pressure was applied, but did not fully resolve the hematoma. Activated clotting time was 287. An angiogram revealed extravasation distal to the repositioning sheath at the insertion site. The cp was explanted and hemostasis achieved with perclose x2. The patient's left femoral artery was unable to be used due to similar plaque burden as the right side. The patient received 2 units of blood products. Bleeding is a known potential adverse event of the impella cp per the instructions for use.